Event description:
It was reported that during a shoulder arthroscopy the scope had a cracked lens on the distal end. The procedure was successfully completed with a backup device and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a cracked weld, dented needle, distal tip and fiber damage as well as particulates. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A correction in the form of a complaint notification was sent to manufacturing management. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.